Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105 (pic motor error). The reported symptom was observed during power up and was caused by a loose motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed a pic motor error (system error 105). It was also reported that there was no patient injury.